Event description:
Explanting physician reported rupture. The device remains implanted. This record relates to the left side.

Manufacturer narrative:
Continued e1 phone number : (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
It has been determined, that the event of rupture associated with this complaint did not occur. Physician later reported, ¿perhaps they are not broken. And it only has a contracture¿. The device has been explanted. This record relates to the left side.

Event description:
Explanting physician reported rupture. Device remains implanted. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Unreporting capsular contracture baker grade unknown.

Manufacturer narrative:
E1. Phone number continued: (B)(6). Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 20-jun-2024.